Event description:
It was reported that, "a c-taper femoral head was implanted on the v-40 trunion of a restoration modular cone body."

Manufacturer narrative:
The reported device was not returned as it remained implanted. If device or additional information becomes available, it will be submitted in a supplemental report.